Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and found it to function within manufacturer's specifications. A decision was made to replace the bulkhead, the unit was returned to service.

Event description:
The hospital reported that, during a case, the unit alarmed regarding the flow sensors and mechanical ventilation was not functional. The clinician reportedly removed/reinstalled the flow sensor assembly, and resolved the reported complaint. There was no reported patient injury.